Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During a percutaneous transluminal angioplasty (pta) to the superficial femoral artery, it was reported that a powerflex pro balloon was delivered and inflated at the lesion with an unknown inflation device. However, the balloon ruptured at nominal pressure during its initial inflation. The powerflex pro was removed from the patient intact with no difficulty and a cutting balloon was used to complete the procedure successfully. There was no patient injury reported. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The contrast media used is unknown as the contrast to saline ratio is also unknown. It is unknown if the same indeflator was used successfully with other devices. Initially, a contralateral approach was made with a guiding catheter (destination, terumo). The lesion was crossed with a guidewire (chevalier floppy, fmd) and a micro catheter (corsair,abott). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The balloon was inserted into the patient once. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 100%. The product will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) to the superficial femoral artery, a powerflex pro balloon was delivered and inflated at the lesion with an unknown inflation device. However, the balloon ruptured at nominal pressure during its initial inflation. The powerflex pro was removed from the patient intact with no difficulty and a cutting balloon was used to complete the procedure successfully. There was no patient injury reported. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 100%. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The contrast media used is unknown as the contrast to saline ratio is also unknown. It is unknown if the same indeflator was used successfully with other devices. Initially, a contralateral approach was made with a guiding catheter. The lesion was crossed with a guidewire and a micro catheter. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The balloon was inserted into the patient once. The product will not be returned for analysis. The device was not retuned for analysis. Review of lot 15811906 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported burst could not be conclusively determined. Based on the information available for review, vessel characteristics (heavily calcified, moderately tortuous, stenosis 100%) may have contributed to the difficulty experienced by the customer. Neither the DHR nor the information available suggests that the balloon burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.